Event description:
It was reported the patient experienced syncope after there was loss of capture on the atrial and ventricular pacing leads. The patient subsequently fell and fractured an ankle. It was also reported that the patient developed an infection. The device and leads were removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.